Event description:
Rptr purchased and used the band-aid brand "tough-strips" bandages. They are extremely uncomfortable to remove in general. However, on the third day of use the bandage took off skin when removed. It was not severe or serious, however, it did cause mild bleeding. The packaging says its not intended for use on "delicate or sensitive skin." Rptr did not use the bandage in a delicate area and does not have sensitive skin. However, regardless of this package indicator, rptr feels bandage adhesive should be so strong that it takes off skin when it is removed. Rptr is particularly concerned about the possibility of parents using this product on children, especially athletic or active ones.